Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the doctor connect the boot to the extend cable, the plastic cover of the tined lead released, leaving the metal part exposed. Break in tined lead. The doctor cover with the boot the exposed area and close with sutures. They don¿t need intervention. No patient complication. There was no surgical intervention that occurred. No injury. Device was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.